Event description:
Re: additional data and dumps from dexcom user groups on two different websites demonstrating difficulties and lack of response and no solutions from dexcom. I have had problems with dexcom's products since (B)(6) 2011 on the receiver hanging due to overheating and remains unresolved until today not withstanding the FDA requesting I get a third unit from dexcom. I have created a workaround to keep unit running without stalls and reported again in my last letter. In addition; as of (B)(6) 2011 after starting a new batch of sensors, I have found serious difficulties involving a grease substance melting in the sensor platform as well of sensor going intermittent. Not withstanding all my reports to dexcom, I have no respective response back from dexcom suggesting what issue is and what a workable approach is going forward. I have filed reports on medwatch. I have been frankly embarrassed by this crap as the two different websites of user groups have requested I get report back to them on a conclusion on this matter. No response having any data, suggestions or any help has been received to date starting (B)(6) 2011 and as of today (B)(6) 2011 7:52 pm pst. I have been reduced to saying to the user groups that I have no idea if I should be cleaning this substance off of the sensor platform at install time and cleaning the back of the transmitter clip in unit and gently pressing on the transmitter to massage the contacts of the transmitter and elastomer sensor contacts to assure solid contact. My previous letter with full data and email copies to FDA was sent on 12/05/2011 by express mail on (B)(4) and delivered to FDA on 12/06/2011. So far I have received no assistance on this matter and if the FDA is not the correct agency and unable to respond; I wonder to who I should direct my reports, frustration and non acceptance of this unacceptable behavior and non response. Possibly you could advise me further. In addition as a citizen of the united stated, is dexcom receiving government grants and assistance to help their business and america?